Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Alarm - error codes / messages was reported.

Manufacturer narrative:
Corrected h6 and h10. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced bezel replaced due to cracked lower hinge rear case replaced due to cracked dome door assembly replaced due to damaged screen. Left and right iui replaced due to corroded pins. A review of the device history record for sn (B)(6) was performed from 09/26/2008 to 08/27/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the air in line assembly. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
Alarm error codes / messages was reported.